Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "leak". The port was found to have a "leak" when the doctor performed fill and there was "no restriction". The port was removed and replaced. Follow-up findings: a "barium swallow and dye test (gastrographin)" were performed on the day "no restriction" was found which led to explanation and replacement.